Manufacturer narrative:
A vyaire field service representative (fsr) went onsite to evaluate the device. Upon evaluating the device, the fsr discovered that the power inlet fuse was missing. After replacing the missing component, the device was tested and the customer's reported issue could not be duplicated, but the power supply was replaced as a precaution. The suspect power supply was returned to vyaire's failure analysis laboratory for further evaluation. The customer's reported issue was not duplicated in the laboratory setting. No root cause for the customer's reported issue could be identified as the suspect component operated to manufacturer specifications without failure.

Manufacturer narrative:
At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that their vela ventilator had a power printed circuit board issue while in use with a patient. The customer reported that there was no patient harm, and the patient was transferred to a back up device.